Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that there was clenz leaking from a beckman coulter lh 750 hematology analyzer which happened while customer was cleaning the blood sample valve (bsv) and performing routine cleaning. Customer was wearing personal protective equipment and no injury or exposure was reported. Field service engineer (fse) was dispatched and confirmed that the instrument was undergoing a startup/shutdown cycle when the leak occurred and that there was no impact to sample results associated with this event. Fse cleaned up the leak, replaced the cut tubing at vl61 and verified repairs per established procedures.